Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis patient stated that he was in fill 1 of 5 when he woke up and realized that his stomach was expanded and he felt very uncomfortable. The cycler did alarm with a scale reading error. The patient was advised to discontinue the use of the liberty select cycler. Patient was advised to notify the peritoneal dialysis nurse. Patient treatment data was reviewed and did reveal an episode of increased intraperitoneal volume (iipv). The largest drain volume from this treatment occurred during a manual drain (after cancelling treatment after drain 1) where an additional 4500ml allegedly drained. This drain is 208% of the prescribed fill volume. In order to be a reportable malfunction, at least 180% of the prescribed fill volume would have to have been drained. 180% of the prescribed fill volume of 2168ml is 3902ml. Therefore, a reportable malfunction has occurred. Follow up with the patient¿s peritoneal dialysis nurse indicates that the patient completed treatment with continuous ambulatory peritoneal dialysis. There was no medical intervention reported.

Manufacturer narrative:
The alleged event is not confirmed. The reported complaint symptom (iipv (dv > 180% to 200% of fv)) was not confirmed. A visual inspection of the returned cycler exterior showed no signs of physical damage. An (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. The system air leak test passed. The valve actuation test passed. The load cell verification was within tolerance. There were no discrepancies encountered in the internal inspection of the cycler. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
"."

Manufacturer narrative:
Additional investigation on alleged symptom code "scale reading error" was not confirmed by the manufacturing plant.

Event description:
"."